Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing o-ring reservoir tube, cracked reservoir tube, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 382mg/dl at the time of call. Trouble shooting was performed and found the o-ring is missing. The insulin pump is being replaced. The customer declined to trouble shoot for high blood glucose levels. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.